Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with cracked glass, keypad overlay peeling, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case, and missing display window/cover. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case corner of belt clip rails, cracked case (battery tube) and cracked battery tube threads were noted. Unit was also received with cracked and bleeding lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and found there is a damage in screen/display and battery tube side. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The product mmt-1884 returned for analysis.